Event description:
Pt was being removed from back of ambulance on an ems stretcher when the legs to the cot did not completely unfold and secure causing the head of the cot to drop approx 18-20 inches down. The pt remained on cot restrained throughout. Pt uninjured and no complaint.